Event description:
I started the new contact lens on (B)(6) 2016. I noticed that it seemed thicker than normal, but I was able to insert without any problem. Removing the lens was very difficult. I wore this lens for 5 days removing it every night for disinfection (as is my normal practice). I had difficulty removing the lens for 3 out of 5 times. Concerned about the difficulty with removing lens, I ended up just using a new lens. Upon comparing the problem lens with the new lens, I could see that the problem lens was visibly thicker and also felt thicker. The problem lens was the sixth one of the same lot and it was the last one of the lot that I had used. The other lenses from this same lot were not a problem.